Event description:
It was reported that the user experienced a post-meal hyperglycemia followed by hypoglycemia, with a reported high of 250 mg/dl and a subsequent low of 63 mg/dl after announcing the meal within 15 minutes and selecting the appropriate meal type, while not using the pump and in the process of returning it. Symptoms included dry mouth, thirst, and brain fog during the high, and blurry vision and lip numbness during the low. Outcomes included hypoglycemia that was treated with two oral glucose tablets, after which glucose returned to range, with no hospitalization. Investigation included troubleshooting and education. Investigation of this case revealed no device use during the event and therefore no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.